Manufacturer narrative:
The device maintained pressure on both channels during simulated use testing.

Event description:
The user facility reported that the device deflated during a case. The tourniquet cuff was switched to the second channel in order to complete the case. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device deflated during a case. The tourniquet cuff was switched to the second channel in order to complete the case. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.